Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited multiple auto mode switch episodes due to noise and a sensing anomaly. The patient was in stable condition and would continue to be monitored via follow-ups. No additional information was reported.